Event description:
Facility reports that five dialyzers clotted. Chlorine chloramine wnl. Water haradness with normal level. Facility suspects problem is with heparin. Facility used new lot of heparin and all treatments re-initiated without problems. There was no patient medical intervention. Ebl 300cc's as reported by hcp.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.